Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation has shown that the tip of the drill bit is broken off as complained. The broken off parts remained in the patients bone. The review of the production histories revealed that this drill bit was manufactured in april 2013 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The relevant dimension of the drill bit cannot be verified due to its broken off condition. The hardness was measured at the time of the manufacturing and was found to be good. The visual inspection shows that the cutting edges presents wear marks; they are quite blunt. End of life of a device is normally determined by wear and damage due to use. It is recommend to check cutting tools after cleaning and to replace damaged or blunt instruments before surgery. The complaint is determined not to be a result of a detected manufacturer deficiency, the failure mode is consistent wear and tear for multiuse instruments. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: april 23, 2013. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a drill bit broke during a lateral left femoral neck fracture procedure on (B)(4) 2016. They used a guide wire and drilled over it. There was no resistance and nothing felt unexpected. But when they removed the drill bit, it was broken and two pieces were stuck in the bone and were not able to be removed. The surgery was prolonged about five (5) minutes. The dynamic hip screw with blade was implanted successfully. Patient outcome was reported as good. Concomitant reported parts: guide wire (part 338.000, lot 001923, quantity 1). This is report 1 of 1 for (B)(4).